Event description:
It was reported that device emitted an inappropriate alert for lead noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 implantable tachy lead, (B)(6) 2013; competitor implantable pacing lead, (B)(6) 2013. (B)(4).